Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The physician reported there was no infection at the insertion site and there was no break in aseptic technique. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1 gram per day, route and frequency not reported) and gentamicin (60 milligram per day, route and frequency not reported) for peritonitis 220 days prior to the date this report was received. Twenty-four days later, treatment with ceftazidime and gentamicin was discontinued. The patient was recovered from this peritonitis event three days prior to the end of antibiotic therapy. On an unreported date the same month as recovery of the event, extraneal, physioneal and nutrineal therapies were discontinued. Four days after recovery date of the event, the patient started hemodialysis. No additional information is available as the reporter declined to provide further information.